Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was unknown why the ins was shouting off by itself. It was also reported that the patient had an appointment with the manufacturer representative on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the ins kept shutting off on its own and that the pee came out at night patient could not hold it. No further complications were noted or anticipated.